Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.